Event description:
The facility representative reported a colleague infusion pump with error code 703. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. Baxter's review of the device event history determined the reported condition interrupted delivery. The user interface module master software version is 5.04.00, which is classified as unremediated. No additional information is available at this time.

Event description:
(B)(6) was implanted with a miniarc sling, details not captured. Site listed that subject is experiencing pelvic pain at six weeks visit. Severity mild but continuing. Site determined this event was not serious. No further information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This device was returned to baxter for evaluation. A visual inspection and functional test were performed. Device evaluation confirmed the reported condition of failure code 703:xx in the device event history but did not duplicate the failure code. The root cause could not be determined at this time. The baxter repair technician replaced the user interface module printed circuit board as a precaution. Review of the device event history determined that the failure code occurred on (B)(6) 2010 and not the customer reported occurrence date of (B)(6) 2010. A follow up report will be submitted if additional information becomes available.